Event description:
Several undocumented complaints have surfaced over the past several months about the ability of the identified equipment to deliver the set volume. In order to validate the complaints, this agency initiated an investigation of the equipment. Test parameters data are as follows: (1) four ventilators were tested to determine if the machines delivered the specified volume as indicated in the operating manual. (2) all four ventilators were connected according to instructions listed in MFR's manual. The outputs were measured in accordance with instructions obtained directly from MFR. (3) a dental compressor was used to supply air to the ventilator. (4) the regulator used to supply oxygen to the ventilators via the blender was a high pressure regulator. The mixed gas pressure between the blender and ventilator was measured at 54 psi. (5) the MFR states in their manual that the ventilator will deliver the specified volume +/- 10% of the set tidal volume. (6) the outputs of all four ventilators were measured using a calibration analyzer. (7) delivered volume of all ventilators was not within the +/- 10% of the set tidal volume. The delivered volume of all ventilators was measured and recorded. (8) the serial numbers of the regulators, ventilators and blenders were recorded as well. (9) testing of these ventilators raises concern as to the accuracy of the delivered volume compared to the set volume. The precise impact of the unit to deliver the prescribed tidal volume needs to be addressed by a clinician.